Manufacturer narrative:
System analysis/service repair was performed on (B)(6) 2018: evaluation of the console determined that there was an issue with the master control board (mcb). The master control board was replaced. The system was tested and verified to meet manufacturer¿s specifications.

Event description:
It was reported that during preparation for a benign prostatic hyperplasia (bph) surgical procedure error 521 was observed. An attempt to clear the error by rebooting the laser was unsuccessful and subsequently the laser would not turn on. No injury was reported. Additional patient/event information was not reported.